Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged resulting in coronary sinus dissection. The physician attempted to reposition the lead, however was unable to do so due to the patient's coronary sinus anatomy. The lv lead was explanted and replaced. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.